Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 591 mg/dl. Customer¿s blood glucose level was 367 mg/dl at the time of incident. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The customer reported that they received insulin flow block alarm. Based on customer report customer did not allege insulin pump was under delivering. Customer reported that they did not had tubing clamp that's why they were unable to do high pressure test at the time of call. The insulin pump will not be returned for analysis.